Manufacturer narrative:
Analysis was completed. The device was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post-procedure device check. Upon interrogation, it was observed the implantable cardioverter defibrillator had high pacing impedance, >3000 ohms, and was oversensing noise. The device was explanted and replaced. There were no patient consequences.